Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic mini - bypass procedure, while on stomach, staples were incomplete perfect b shape which led to bleeding and leak happened when the stapler was fired. The surgeon had to over sew with suture and hospitalization was extended for one more day as a result of the event.